Manufacturer narrative:
B2: date of death: used (B)(6) 2024, as the exact death date was unknown. B3: date of event: used january 01, 2024, as the exact death date was unknown. E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in middle right coronary artery (rca) with 99% stenosis and was 30 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. On an unknown date of (B)(6) 2024, the subject died. At the time of event the subject was on aspirin and ticagrelor. Primary cause of death is unexplained, and it is unknown if an autopsy was performed or not.